Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued alert 38 indicating consecutive motor stalls shortly after new supplies were installed, the user attempted restarts and dry runs that failed with ¿unable to proceed,¿ and visual inspection was performed, consistent with a failure to infuse and involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, with the event characterized as failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.